Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. Technical services (ts) was consulted and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.